Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the stapler did not work at all. It did not deploy the staples. Another roticulator 55 poly was opened to correct the problem. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used. Tissue was cut before the stapler was opened. Customer reports the last known patient status is fine.

Manufacturer narrative:
(B)(4).